Event description:
It was reported that patient experienced pain and effusion after 5 years. Therefore, a revision surgery was performed and metallosis was found.

Manufacturer narrative:
The device history records were reviewed and found to be conforming. As soon as the investigation result is available, an amended MDR report will be submitted. (B)(4).